Event description:
Multiple patients complaining of pain during insertion. Experienced IV team staff reporting that catheter is difficult to insert, no flashback, but when stylet is removed, blood flows back freely. This is causing pain to patients and is requiring more than one IV insertion.